Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 04-aug-2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. Shortly after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and plaintiff was advised that her coils were properly placed. However, the post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, chronic fatigue, excessive weight gain, excessive hair loss, and dental problems. She had never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from multiple physicians, but was unable to resolve her symptoms. In (B)(6) 2014, she underwent an exploratory laparoscopic surgery in an effort to determine the cause of her pain. Plaintiff was advised that one of her essure coils could not be visualized and that the other essure coil was starting to migrate out of her fallopian tube. In (B)(6) 2014, she underwent a partial hysterectomy to have the essure coils removed. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had increasingly severe pain / chronic pelvic pain. She underwent an exploratory laparoscopic surgery in an effort to determine the cause of her pain and she was advised that one of her essure coils could not be visualized / other essure coil was starting to migrate out of her fallopian tube. A partial hysterectomy to have the essure coils removed was performed approximately 2 years after insertion. This event, interpreted as device dislocation, is listed in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, the device dislocation was diagnosed approximately 2 years after essure insertion. The exact date and mechanism of this event were unknown. Given the nature of this event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality safety evaluation received on 12-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had increasingly severe pain / chronic pelvic pain. She underwent an exploratory laparoscopic surgery in an effort to determine the cause of her pain and she was advised that one of her essure coils could not be visualized / other essure coil was starting to migrate out of her fallopian tube. A partial hysterectomy to have the essure coils removed was performed approximately 2 years after insertion. This event, interpreted as device dislocation, is listed in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, the device dislocation was diagnosed approximately 2 years after essure insertion. The exact date and mechanism of this event were unknown. Given the nature of this event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. Based on the product technical complaint analysis, there is no relationship between the reported event and a quality defect. Further information will be obtained through the litigation process.